Manufacturer narrative:
This report is one of two reports related to two events that occurred on the same day. This report is related to MDR#2050010-2012-0008.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the percentage of positive rheumatoid factor (rf) results increased after using rf reagent lot m101865. Customer reported that the results were always a little over 20 iu/ml. Customer reported that the results were generated by the immage immunochemistry system. Customer reported that the false positive rf results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.